Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced pain and skin overgrowth at the abutment site and was treated with oral and topical antibiotics and steroid injections (dates not reported). Subsequently, the patient underwent revision surgery to excise the excess skin and have an internal magnet placed.